Event description:
Received a report from a customer indicating she has made an appointment with her doctor for an examination, and assistance in removing a piece of a tampon pledget that has separated, and remained behind during removal of a tampon.

Manufacturer narrative:
Verbally advised lot code info provided by the reporter has been sent to quality assurance for investigation. We await the results. We have requested, and await the consumer's return of product for evaluation.